Manufacturer narrative:
(B)(4). The customer reported the unit had no display. There was no report of patient involvement. The unit was evaluated by a philips field service engineer and the issue was verified. Replacing the front display resolved the reported issue.

Event description:
The customer reported the unit had no display. There was no report of patient involvement.